Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using battery power and remained on when switching from battery to ac power. After charging the battery for the device was unable to power on. The battery was replaced and the device functioned as designed.

Event description:
It was reported the device will not hold a charge for more than a few seconds. No patient impact or consequences reported.